Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. The patient came to hospital after a strenuous soccer game. Intravascular ultrasound (ivus) was performed and the physician decided the issue was atherosclerosis and not spontaneous coronary artery dissection (scad), located in the in the stenosed mid left anterior descending artery. A 4.00 x 38 synergy drug-eluting stent was implanted and post ivus was completed. The next morning, the patient returned to the lab while coding. There was slow blood flow through artery. A wire and balloons were advanced through the stent. An area of haziness was observed at proximal area of the stent. However, the patient died. Physician noted to be unsure of cause of death.